Event description:
It was reported the patient was transported urgently due to bradycardia. Upon interrogation, it was discovered the right ventricular lead was oversensing far p-waves and had high capture thresholds. Fluoroscopy confirmed the right ventricular lead had dislodged. The right ventricular lead was capped on (B)(6) 2022. There were no adverse consequences during and post-procedure.